Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation, and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation it was not possible to identify what caused the discrepancy between the prophecy tibia size planned and the tibia size identified in surgery. A potential root cause may be a user error during preparation and execution of the tibia resection step, which may have caused the cut to be set different than expected. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "we performed the operation today and there seemed to be a discrepancy in our sizing compared to the prophecy pre-operative report. Image below is our size 4 tibial trial showing quite a significant overhang posteriorly compared to our prophecy plan which shows the size 4 standard. We ended up needing to downsize to a size 3 standard tibial tray. Are you able to take another look at this plan and see if any anomalies? Impact was that we had to downsize the implant."